Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient had developed an infection. The pulse generator was explanted. The patient was noted to be stable following the procedure.